Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that during an emergency patient procedure, x-ray image was not available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was performed on discussions considering complaint description, customer service reports, system history, system log files, and complaint part analysis. During an unplanned emergency procedure, the imaging functionality of the system was unavailable due to no x-ray being possible. The error message ¿no xray, please wait¿ was displayed to the user. As a system reboot did not solve the problem, the procedure was performed using an alternative system. No health consequences were reported to this event. During service activity the common processing architecture pc board (copra board) was identified to be malfunctioning. The copra board was replaced, which resolved the problem. The log file investigation confirmed temporary communication errors of the copra board. The copra board is located inside the image acquisition system pc (ias pc) and is responsible for the digital image preprocessing. The identified copra board issue was solved by replacement of the copra board. However, the analysis of the replaced copra board did not show any failures. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
The investigation was performed with discussions considering complaint description, customer service reports, system history, system log files, & complaint part analysis. During an unplanned emergency procedure, the imaging functionality of the system was unavailable due to no x-ray being possible. The error message ¿no xray, please wait¿ was displayed to the user. As a system reboot did not solve the problem, the procedure was performed using an alternative system. No health consequences were reported to this event. During service activity the common processing architecture pc board (copra board) was identified to be malfunctioning. The copra board was replaced, which resolved the problem. The log file investigation confirmed temporary communication errors of the copra board. The copra board is located inside the image acquisition system pc (ias pc) and is responsible for the digital image preprocessing. The identified copra board issue was solved by replacement of the copra board. However, the analysis of the replaced copra board did not show any failures. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.